Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four hours following a cryo ablation procedure, the patient had diplopia (double vision) symptoms and adduction disorder of the left eye. A magnetic resonance imaging (MRI) was performed and an acute brainstem infarction was identified.  The patient was hospitalized and started on intravenous medication to assist in recovery from the infarction. The case was completed with cryo. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.